Manufacturer narrative:
Insulin pump monitored for several days. Unit received with all operating currents within spec and displacement test. No unexpected low battery alarm anomalies noted. Insulin pump received with cracked battery tube threads, broken reservoir tube lip, stained end cap sticker, stained address/serial number label. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump charger was lasting less than expected. Customer did not press much buttons and insulin pump was not on vibration mode. Customer did not rewind the insulin pump daily. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.